Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking solder joint connecting rear pulse wires and damaging gel fire wires. The root cause for the strained cable was excessive force. There is no indication that the electrode belt malfunction caused or contributed to the patient's death. The device was able to monitor the patient and deliver a full energy treatment shock. The device continued monitoring the patient until the device was shutdown prior to the patient's death.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018. It was reported that the patient's passing was due to an internal rapture. It was reported that the patient was wearing the device but the device was not alarming. Prior to passing, the patient received an inappropriate treatment from the lifevest on (B)(6) 2018. It was reported that the patient was at home and conscious at the time of the event. The patient's friend was present and asked the patient if he needed to go to the hospital but the patient declined. At 00:58:06 on (B)(6) 2018, the patient received a treatment while in atrial fibrillation (af) rate with rapid response at variable rate 200 to 240 bpm. The post-shock rhythm was af at 130 bpm with v-bigeminy. No vt/vf was seen while monitoring the patient's rhythm. Rapid af rate contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were not pressed during the event. The device was shutdown a final time on 09:12:47 at (B)(6) 2018 while the patient was in sinus tachycardia at 110 bpm. The patient reportedly passed away on (B)(6) 2018 around 5-6:00 am. There is no indication that the inappropriate treatment caused or contributed to the patient's death as the lifevest was removed while the patient was in a life-sustaining rhythm. The patient passed away due to non-cardiac reasons while not wearing the lifevest.